Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported aspiration was low and not sufficient during the cortical phase of a cataract surgery. The surgery was completed without delay using the same instrument. No system message was displayed. The patient did not experience any harm. Additional information was requested and received.